Event description:
Description of event: caller said patient contacted their office and said they had a "dorsal root" stimulator that they wanted to have removed. If you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)"